Event description:
It was reported that a patient underwent a robotic assisted radical prostatectomy with lateral lymph nodes cycle dissection procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported by the account contact that during robotic assisted radical prostatectomy with lateral lymph nodes cycle dissection the suture needle split and broke off, and it was removed from the patient. There were no patient adverse event. Product return is unknown. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 type of investigation: b21 - device evaluation pending this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: did the reported issue contribute to any patient adverse consequences? No product is available if you would like for additional investigation/follow-up.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/21/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6 h3 investigational summary: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. During visual inspection of the returned sample, it was observed that the needle was broken at the tip area, and the other section of the needle was not returned for evaluation. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached due to the sample needs additional evaluation by hsa. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.